Manufacturer narrative:
The customer stated she followed the advia 2120 operator guide instructions and covered the autosampler needle with the red needle cover immediately after removing the centering collar on the advia 2120 with dual aspirate autosampler instrument. The customer did not receive any treatment beyond first aid for the needlestick injury to their finger. Siemens healthcare diagnostics inc. Has determined that the cause of the needlestick injury to the customer's finger on the advia 2120 with dual aspirate autosampler instrument is operator's technique when performing the centering collar maintenance on the instrument.

Event description:
The customer sustained a needlestick injury to the finger while performing the centering collar maintenance procedure on the advia 2120 with dual aspirate autosampler instrument. The customer went to employee health and then to their emergency room to be seen and declined any medication. The finger was washed and a bandaid was applied. There are no known reports of adverse health consequences due to the customer sustaining a needlestick injury while performing the centering collar maintenance procedure on the advia 2120 with dual aspirate autosampler instrument.